Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. There was no report of difficulty with device insertion. Good marking was obtained. It was reported that when the physician attempted to deploy the foot a "clicking" sound was heard. The physician stated that he "could not feel any movement that he should feel when the foot is deployed". There was slight bleeding noted around the arteriotomy site. The physician decided to remove the device. The device was removed without incidence. The foot was noted to be in the parked position. The physician felt that the actuator wire was not making contact with the foot and could have broken. Manual compression was performed to achieve hemostasis. About one week later the pt was admitted to another hosp with complaints of a rash to the right groin and right leg and pain in the right foot. The pt was noted to have faint distal pulses and "two purple colored" toes on the right foot. The arteriotomy site was reddened. Doppler ultrasound showed normal flow. Blood cultures were positive for staphylococcus aureus and unspecified antibiotics were started. At an unspecified time later an angiogram revealed poor flow distal to the right knee. Tissue plasminogen activator (tpa) was given. The pt reportedly remains in the hosp with poor improvement and possible amputation.